Manufacturer narrative:
A2: age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 20mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported, and the patient status was stable.

Manufacturer narrative:
A2: age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 20mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There was no patient complications reported, and the patient status was stable. It was further reported that the balloon ruptured during the first inflation.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Device evaluated by MFR: the nc emerge mr, ous 2.00 mm x 20 mm was returned for analysis. A visual, tactile, and microscopic examination was performed on the device. The visual and tactile examination identified multiple kinks along the hypotube, but no kinks or damages were found in the shaft polymer extrusion. A microscopic examination of the distal extrusion identified that the inner/wire lumen was stretched. This damage was located approximately 5cm proximal from the tip of the device. A detailed microscopic examination of the balloon material identified two small circumferential tears in the balloon, located approximately 5 mm and 7 mm proximal to the distal marker band. A microscopic examination of the proximal and distal marker bands revealed no damages. A microscopic examination of the tip section found no damage. Due to the tears in the balloon, a leakage test is not applicable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 20mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There was no patient complications reported, and the patient status was stable. It was further reported that the balloon ruptured during the first inflation.